Manufacturer narrative:
The device was received for evaluation. During functional testing, 'error 345' and general complaint fluid accuracy issues were not reproduced. A review of the history log revealed error code 345 messages. The event history log review was completed for fluid accuracy issues and revealed no abnormalities that could cause or contribute to the reported problem. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition error 345 was verified. The cause was determined to be an out of calibration upstream thermistor. The upstream sensor requires replacement to address this issue. The reported condition of fluid accuracy issues was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) and had fluid accuracy issues. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.